Event description:
It was reported that a spectrum iq infusion pump alarmed false air in the line during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false air in the line" was not reproduced. A review of the event history log revealed "air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor which was out of specification and failed calibration. The ultrasonic sensor is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.